Manufacturer narrative:
This is three of five reports from the same facility.

Event description:
Pt had a colonoscopy. Later that day the reported to the ER with complaint of abdominal pain and fever. She had an abdominal CT scan, and was treated with antibiotics.